Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode trial lead, model: 3066ans, serial: (B)(6), UDI: (B)(4), batch: t00005739; common device name: quattrode trial lead, model: 3066ans, serial: (B)(6), UDI: (B)(4), batch: 7868367; common device name: quattrode trial lead, model: 3066ans, serial: (B)(6), UDI: (B)(4), batch: t00006301.

Event description:
It was reported that the patient's tiral lead was creating motor stim. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the trial lead was repositioned. The patient was programmed with appropriate coverage post operatively. It is unknown which lead had caused the issue.